Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 140mg/dl. The customer treated the highs with manual injection. Troubleshoot was conducted. The device passed high pressure testing. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device. The customer requests the pump to be replaced. The customer was advised the pump would be replaced as a onetime courtesy.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No excessive no delivery alarm was noted. The pump was tested with a liquid filled reservoir and no air bubble anomaly noted. The pump had minor scratches on the display window and cracked battery tube threads.